Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed insulation scan. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.